Event description:
It was reported that an internal component came out of the catheter. The target lesion was located in the right atrium. A 7-110-2.5-8-10 n4 blazer prime xp was selected and advanced to treat the lesion. During the procedure, it was noted that the device was bent awkwardly during the fluoroscopy. The device was removed successfully from the patient's body and it was observed that the device was bent between the distal electrodes. It was further noted that the "inside coil" came out of the catheter. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Examination of complaint device revealed that the device has a kink at distal section while in the neutral position. No other damage was noted. During functional curve check , the steering knob and the tension control knob functioned properly on both lock and unlock positions. The right curve and the left curve meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an internal component came out of the catheter. The target lesion was located in the right atrium. A 7-110-2.5-8-10 n4 blazer prime® xp was selected and advanced to treat the lesion. During the procedure, it was noted that the device was bent awkwardly during the fluoroscopy. The device was removed successfully from the patient's body and it was observed that the device was bent between the distal electrodes. It was further noted that the "inside coil" came out of the catheter. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is listed as good.